Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed testing and was unable to reproduce the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer heard a screeching noise while the arms were being moved away from the patient side cart during undocking, and observed arm 4 began floating. The customer was not present when the issue occurred and reported that no collisions were noted and no errors or messages were displayed. The technical service engineer (tse) reviewed the error logs and found no related errors. The customer completed the procedure as planned with no known impact or patient consequence was reported.